Event description:
It was reported that the insulin pump alarmed software error during manual bolus. Customer stated that it happened three times. Troubleshooting was done. Customer's blood glucose was 96 mg/dl. The customer was advised that the alarm is a program safety alert. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement test and self test with no error alarms. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.